Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a1 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the malfunction stated in b5 the evaluation results are as follows: video connector case has a crack and forceps channel port has corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, cysto-nephro videoscope, to the olympus service center for maintenance with no issues reported. Upon inspection and testing of the returned device, foreign material was found in the c-cover (plastic distal end cover) and between c-cover and distal end. This report is being submitted for the reportable event found during evaluation. There was no patient involvement.